Event description:
It was reported that the ventilator did not deliver any volume. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. No parts were replaced. The ventilator logs were received for evaluation. The logs indicate alarms for excessive leakage in the patient breathing circuit or a disconnect situation; expiratory minute volume low and respiratory rate low. Successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The cause of the alarms has not been determined but they were most probably due to leakage.